Event description:
The contact stated that she rec'd a high control test result of 65 mg/dl. The high control range is 244-330 mg/dl. The meter was not used on any patients after the low control result, so no adverse events were alleged. The meter is to be returned for evaluation, and a replacement meter will be sent.